Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially torn. However, there was no missing part. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatic lobectomy, four devices were used. During usage of the first three devices, seal short circuit error, open circuit error, seal & cut short circuit error and ultrasonic level error occurred. The intended procedure was completed with the fourth device. There was no patient injury reported. On april 17, 2019, olympus medical systems corp. (Omsc) found the following. About the first device, the coating of the probe was partially missing. About the second device, the tissue pad was separated and the probe was broken off . It was not reported that the fragment fell inside the patient. This is the report regarding the missing of the probe coating for the first device.